Manufacturer narrative:
A ge representative evaluated the system and erased the flash program, reloaded calibration files, and reseated the x-ray controller and fluoro functions board. System operates as intended.

Event description:
It was reported that during a toe procedure the collimator would not completely open. No patient injury was reported.